Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the package of a 5f tempo vertebral (vert) 135° 100cm diagnostic catheter, it was found damaged. The reported damage consisted of fraying and compression; however, the device was not used in the patient. There was no reported patient injury. The device was intended for use in a lower extremity percutaneous transluminal angioplasty (pta) procedure targeting the superficial femoral artery via femoral access. The device was stored and prepared according to the instructions for use (IFU). The operator was trained, with no difficulties encountered during preparation. Vessel characteristics at the target site included mild calcification, mild tortuosity, and approximately 80% stenosis, while the access vessels showed moderate calcification, mild tortuosity, and approximately 85% stenosis. The device was not used for chronic total occlusion, and no kinking or bending occurred prior to resistance. The device was not returned, as it was contaminated and discarded. The device will be returned for analysis.